Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during installing the ultrathane mac-loc locking loop multipurpose drainage catheter, the hub separated. The procedure was completed with another of the same device, and there were no injuries or additional procedures reported.